Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/25/2017 with the following findings: a review of the alarm history showed no alarms related to the complaint. The pump powered on properly with no alarms. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and no alarms occurred. The reported issue could not be duplicated. Unrelated to the original complaint, the battery compartment was cracked the threads to the left side of the grip pad down to the seal. Additionally, the audio bolus button cover was torn but still operable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging call service alarm issues. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. There was no allegation of an injury this complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.